Manufacturer narrative:
One device was returned for analysis of complaint downstream occlusion (dso) failure. Review of event log found high alarm displayed: cassette not attached properly. No service records were found within the last 12 months. Visual and functional testing was performed. Found the dso sensor was defective. The dso sensor and the dso seal were replaced to address the problem. Device passed testing criteria post repair.

Event description:
It was reported that there was downstream occlusion (dso) failure during testing. There was no patient involvement and no harm. On investigation, the dso sensor was found to be defective. This is a reportable malfunction that could result in patient injury if it were to recur during patient use.